Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection found that the distal tip of the insertion tool was kinked. After withdrawing the retriever from the insertion tool, it was seen that the there was platinum coil separation in the distal section of the retriever and one of the filaments was fractured, but remained attached to the device. Also, the filaments appeared to be tangled inside the helical section. When attempted to advance the retriever through the insertion tool it would not advance. Although these findings could have occurred during the difficulty advancing the retriever through the insertion tool, it could not be definitively determined. Therefore, a root cause of undeterminable was assigned to this complaint.

Event description:
During the investigation, it was noted that one of the filaments on the helical section was found fractured, but still remained attached to the device. No patient injury was reported.

Manufacturer narrative:
Correcting: reportability awareness date.

Event description:
During the investigation, it was noted that one of the filaments on the helical section was found fractured, but still remained attached to the device. No patient injury was reported.

Manufacturer narrative:
(B)(4)

Event description:
During the investigation, it was noted that one of the filaments on the helical section was found fractured, but still remained attached to the device. No patient injury was reported.